Event description:
It was reported that during patient use, a ventilator was running on alternating current (ac) power but suddenly turned to battery power. The device did not stop cycling. Although requested, it is unknown if the patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).